Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise was noted on the right ventricular (rv) lead. As the patient no longer had an indication for the device, the lead and device were deactivated to resolve the issue. The patient was stable with no adverse consequences.